Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the "apply sample" icon. On (B)(6) 2011, the medical surveillance specialist (mss) spoke to the patient who did not wish to provide any additional information regarding the alleged issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began over a week ago prior to contacting lfs. It is unknown if the patient was taking any diabetes medication at the time of the alleged issue. At the time the alleged issue began, the patient denied taking any action regarding her diabetes management regimen. At an unknown date/time, the patient reportedly developed symptoms of sweating after the alleged issue began. However, it is not unknown if the patient received any medical treatment in response to her symptom. At the time of troubleshooting, the cca noted the patient had used the subject meter before, the patient's process for testing was correct, the correct test strips were used, and the test strips completely drew in the samples. The cca walked the patient through a retest; however the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.